Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified artery. A 10mmx2.25mm wolverine cutting balloon was selected for use. During the procedure, the balloon ruptured after intravascular lithotripsy (ivl). The device was removed without any problem using the normal method and the procedure was completed with a different device. No complications were reported and the patient was in good condition after the procedure.